Event description:
It was reported to boston scientific corporation that an exalt model d controller was used in conjunction with a video processor (a non-medical product) during an unknown procedure on (B)(6) 2023. During the procedure, the video processor unintentionally powered off. Visualization was lost until the processor was powered up again. Once video was restored, the procedure was completed with no patient complications. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: device code a06 captures the reportable event of loss of visualization.